Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coil delivered from the right fallopian tube and was identified and removed from the patient's abdomen") and abdominal pain ("severe abdominal pain / severe abdominal pain- constant") in a 33-year-old female patient who had essure (batch no. C51077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (B)(6) 1998, (B)(6)2 002, (B)(6) 2003), recurrent abortion, ectopic pregnancy (B)(6) 2015), sexually transmitted disease, urinary tract infection, spotting between menses, vaginal discharge, post coital bleeding, vaginal odor, bacterial infection, vaginal dryness, menarche, itching, abdominal pain, burning micturition, bacterial vaginosis, haemorrhage in pregnancy and cramps menstrual. Patient has no clots. No light headedness, dizziness with standing. Denied tobacco and alcohol. Previously administered products included for birth control: mirena from (B)(6) 2015 to (B)(6) 2015 and depo-provera from 2011 to (B)(6) 2013. Concurrent conditions included overweight, hypertension, dysfunctional uterine bleeding, anesthesia and fatigue. Family history included hypertension (mother) and coronary artery disease (maternal grandfather). Concomitant products included evra (ortho evra) from (B)(6) 2015 to (B)(6) 2016 and norethisterone (micronor) from (B)(6) 2013 to (B)(6) 2015 for birth control as well as lisinopril. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 1 month after insertion of essure, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced migraine ("migraine headaches") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain / severe back pain- constant"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient underwent a laparoscopic bilateral salpingectomy with essure removal on (B)(6) 2016. At the time of the report, the device dislocation outcome was unknown and the abdominal pain, dysmenorrhoea, back pain, migraine, alopecia, vaginal discharge and headache had resolved. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, headache, migraine and vaginal discharge to be related to essure. The reporter commented: pfs- current weight: 145 lbs. Patient did not allege that essure caused birth defects. Mr- two coils were appreciated at the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on 1-aug-2015: both fallopian tubes occluded. (B)(6) 2015 : hcg (pregnancy test ) : negative. (B)(6) 2015 : hcg (pregnancy test ) : negative. (B)(6) 2016 : hcg (pregnancy test ) : negative. (B)(6) 2016 : surgical pathology report : diagnosis: a. Fallopian tube, right, laparoscopic salpingectomy - complete cross-section of histologically unremarkable fallopian tube b. Fallopian tube, left, salpingectomy - complete cross-section of fallopian tube - fibrosis and hemosiderin laden macrophages in peritubal soft tissue. Gross description: the specimens are received in two formalin containers, each labeled. The first container is labeled "right fallopian tube." It holds a tube-like structure with a fimbrial end that measure 5 cm in length and 1 cm in diameter. The outer surface is tan-brown and shiny. Sectioning shows a pinpoint stellate lumen. Labeled a1. Jar 1. The second container is labeled "left fallopian tube." It holds a single fallopian tube with a fimbrial end that measures 4.5 cm in length and 0.9 cm in diameter. Towards the fimbrial ends multiple cysts are grossly identified. The cysts are filled with a watery material. The largest cyst measures 0.8 x 0.5 cm. (B)(6) 2016 : hcg : negative. (B)(6) 2016 : hcg (pregnancy test): negative. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : device dislocation" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coil delivered from the right fallopian tube and was identified and removed from the patient's abdomen") and abdominal pain ("severe abdominal pain / severe abdominal pain- constant") in a (B)(6) year-old female patient who had essure (batch no. C51077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 3 ((B)(6) 1998, (B)(6) 2002, (B)(6) 2003), abortion, ectopic pregnancy ((B)(6) 2015), sexually transmitted disease, urinary tract infection, spotting between menses, vaginal discharge, post coital bleeding, vaginal odor, bacterial infection, vaginal dryness, menarche, itching, abdominal pain, burning micturition, bacterial vaginosis, haemorrhage in pregnancy and dysmenorrhea. Patient has no clots. No light headedness, dizziness with standing. Denied tobacco and alcohol. Previously administered products included for birth control: mirena from (B)(6) 2015 to (B)(6) 2015 and depo-provera from 2011 to (B)(6) 2013. Concurrent conditions included overweight, hypertension, dysfunctional uterine bleeding, anesthesia and fatigue. Family history included hypertension (mother) and coronary artery disease (maternal grandfather). Concomitant products included evra (ortho evra) from (B)(6) 2015 to (B)(6) 2016 and norethisterone (micronor) from (B)(6) 2013 to (B)(6) 2015 for birth control as well as lisinopril. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 1 month after insertion of essure, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced migraine ("migraine headaches") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain / severe back pain- constant"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (underwent a laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation outcome was unknown and the abdominal pain, dysmenorrhoea, back pain, migraine, alopecia, vaginal discharge and headache had resolved. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, headache, migraine and vaginal discharge to be related to essure. The reporter commented: pfs- current weight: (B)(6) lbs. Patient did not allege that essure caused birth defects. Mr- two coils were appreciated at the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: both fallopian tubes occluded. (B)(6) 2015 : hcg (pregnancy test ) : negative. (B)(6) 2015 : hcg (pregnancy test ) : negative. (B)(6) 2016 : hcg (pregnancy test ) : negative. (B)(6) 2016 : surgical pathology report : diagnosis: fallopian tube, right, laparoscopic salpingectomy - complete cross-section of histologically unremarkable fallopian tube . Fallopian tube, left, salpingectomy - complete cross-section of fallopian tube - fibrosis and hemosiderin laden macrophages in peritubal soft tissue gross description: the specimens are received in two formalin containers, each labeled. The first container is labeled "right fallopian tube." It holds a tube-like structure with a fimbrial end that measure 5 cm in length and 1 cm in diameter. The outer surface is tan-brown and shiny. Sectioning shows a pinpoint stellate lumen. Labeled a1. Jar 1. The second container is labeled "left fallopian tube." It holds a single fallopian tube with a fimbrial end that measures 4.5 cm in length and 0.9 cm in diameter. Towards the fimbrial ends multiple cysts are grossly identified. The cysts are filled with a watery material. The largest cyst measures 0.8 x 0.5 cm. (B)(6) 2016 : hcg : negative. (B)(6) 2016 : hcg (pregnancy test): negative . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : device dislocation" most recent follow-up information incorporated above includes: on 12-feb-2018: event "headaches", lot number, reporter, historical condition added from pfs. Event "essure coil delivered from the right fallopian tube and was identified and removed from the patient's abdomen", lab data, historical and concomittant condition added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), migraine ("migraine headaches"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (underwent a laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, back pain, migraine, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, migraine and vaginal discharge to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.